Manufacturer narrative:
Cmp(B)(4). No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is being considered for a revision on an unknown day due to possible poly wear. No surgery is scheduled, and no revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to relay corrected and additional information. Concomitant medical products: unknown head, unknown stem, unknown cup. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-04919.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. It was noted that there may have been wear of the polyethylene liner; however, no confirmation has been obtained. During the procedure, the head and liner were removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Implant date - 1992. Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 25 years post-implantation due to wear of the polyethylene liner. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts have been made and additional information on the reported event is not available.